Event description:
At (B)(6) month f/u, pt presented with a possible mass at the biopsy site. After biopsying again, it was inflammatory response which physician believes may be related to the biopsy site marker.

Manufacturer narrative:
(B)(4).